Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection and functional testing performed. Customer complaint of ¿system failure¿ error confirmed in the device alarm/event error log. However, this is not considered a reportable event. Additional findings included alarm/events log including ¿travel reverse error¿check clutch/plunger lever¿, as well as worn seals, worn clutch, and worn leadscrew. "Travel coarse error" and worn seals are considered reportable events. Parts replaced include o ring, plunger seal, leadscrew, clutch left, clutch right, and clutch cam. General inspection was repeated after repairs and functional testing was done to confirm pump issues were resolved. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the pump had a system failure. There was patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: it was reported that the pump had a "travel reverse error¿check clutch/plunger lever¿, as well as worn seals.